Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Operative notes on (B)(6) 2021 indicated that the patient received a right knee acute patellar tendon rupture repair. The patient felt a ¿pop¿ and experienced significant pain and inability to extend her right knee. Exam revealed swelling and warmth of the joint, rupture of the patella tendon, patella alta, and fracture of the inferior pole of the patella bone. Upon entering the knee, significant hematoma was encountered and evacuated. The repair and wound closure were completed without indication of complication ¿ no implants revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The date of this event was approximately 2 months after the first surgery (B)(6) 2021) and approximately 10 weeks before the tibial insert revision (B)(6) 2021). Operational notes on (B)(4) say only the tibial insert was revised.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date approximately two months following the primary operation, the patient underwent a repair of the right knee for a ruptured patella tendon and avulsion of the inferior pole of the patella. Doe: unknown, (right knee).